Manufacturer narrative:
Taper I. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Event reported as, "no adaptation of the port" which refers to a leakage of the port.